Event description:
Pt delivered by c-section after failed attempt at vacuum and prolonged second stages of labor. 38 weeks 3 day pregnancy normal labor failed to progress past approximately +1 station. Several attempts at vacuum with some movement down the birth canal, ultimately failed to progress beyond a +3 station. Pt initial apgar 7 and noted to have significant molding and boggy scalp at delivery. At 5 minutes pt apgar of 7. Pulse difficult to feel in cord and in femoral and brachial pulses. 02 stat 100% on 40% o2. Heart rate monitor in 80's. Pt given additional stimulation with good cry and good respiratory effort but continued poor and thready pulses. Exam showed pt had large boggy swelling of the scalp which crossed the suture lines and was possible consistent with a subgaleal hemorrhage. Pt transfer to higher level of care.